Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.